Manufacturer narrative:
Medtronic investigation: medtronic cannot confirm or deny the complaint of bleeding as a result of a tear in the coronary sinus as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. Trends for issues with this product are reviewed at quarterly quality meetings. This investigation was completed with the information that was provided. If additional information is received, this investigation will be reopened if deemed necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: a retrograde coronary sinus cardioplegia catheter was used for administration of retrograde cardioplegic solution in 620 of 942 coronary bypass procedures performed over a 3-year period. Coronary sinus injuries were encountered in 4 patients (0.65%). Citation: asian cardiovasc thorac ann 2000;8:118¿20 corresponding author: ahmed f elwatidy, md, frcs corresponding facility: prince sultan cardiac center, riyadh, saudi arabia. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding coronary sinus (cs) injuries following retrograde cardioplegia. All data were collected retrospectively from a single center over three years. The study population included 620 out of 942 patient where a retrograde coronary sinus cardioplegia catheter was used for administration of retrograde cardioplegic solution. Among all patients, coronary sinus injuries were encountered in 4 patients (0.65%). There were 3 men and 1 woman, their ages were (B)(6) years. All 4 underwent elective coronary artery bypass surgery. In all 4 cases, retrograde cardioplegia was used to complement antegrade cardioplegia. Direct palpation or visualization of the cannula in the cs, as well as monitoring cs pressure, were used to confirm correct positioning of the cannula. In these 4 cases, there was difficulty in introducing the cannula into the cs and forceful insertion was probably used. In 2 cases, a feeling that the cs had given way was noted during insertion of the cannula, massive venous bleeding was observed coming from the back of the heart, and the tip of the cannula was seen coming out from the coronary sinus. In these 2 cases, the cs was torn. The first tear, measuring 1.5 cm in length, was successfully repaired with continuous 7/0 polypropylene suture after a little trimming of the coronary sinus edge. The second tear was larger (2.5 × 0.5 cm) and there was little of the cs edge to suture (complete laceration). It was decided to use a fresh autologous pericardial patch for the repair. The repair was successful in both cases and the operation continued in the usual fashion. Medtronic product may have been associated with the reported adverse events. All 4 patients had an uneventful postoperative course and echo-doppler studies on the 5th postoperative day were satisfactory. After one month, additional echo-doppler studies were carried out and these demonstrated no abnormalities. No additional adverse patient effects or product performance issues were reported.